Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 554mg/dl. Troubleshooting was performed. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer reported that the high blood glucose levels began 1 week prior to hospitalization. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.